Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). Due to character restrictions in block e1 event site: the third affiliated hospital of sun yat-sen university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG external cable could not recognize the signal of the equipment, and there was a difference between the ECG value and the monitor. The equipment has been replaced and no personal injury occurred.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during on-site inspection, the equipment is normal, and the fault point is caused by the abnormal output interface of the monitor. The equipment has been tested for all functions according to the factory requirements, and the test results meet the requirements. It can be delivered to customers for use.

Event description:
N/a